Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family or friend reported via phone call that the customer experienced high blood glucose of 540mg/dl and that the customer was trying to bolus but insulin pump had unresponsive buttons. The customer's family or friend stated that the customer was in school and was being assisted by nurse but was unable to. The insulin pump act button was not responding. The customer's family or friend was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to lcd keypad connector unlocked. The insulin pump had cracked battery tube threads and minor scratched display window.